Manufacturer narrative:
(B)(6) follow up. A report was received indicating the presence of a black foreign particle inside the tube upon opening the package. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was provided and reviewed by our quality team. The image depicts a prefilled syringe without its packaging flow wrap. A dark-colored speck is visible on the syringe tip cap, with no other defects or irregularities observed. A review of the device history record (DHR) was completed for material number 306594, lot 4200831. The review found no quality issues during the production of this lot that could have contributed to the reported condition. Additionally, there were no related quality notifications. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the photographic evidence, the customer-reported observation is confirmed. However, due to the absence of the physical sample, it is not possible to determine a probable root cause.

Event description:
Description: hospital reported: black foreign matter found inside the tube when opening the package and preparing to use, quantity 1, sample can be returned, photos can be provided, need to green claim, need to reply to the complaint and acceptance letter, the hospital asked for a test report to explain what the black foreign matter was. No pt harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.